Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Requested return of suspect device; however, lancet device has been discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.